Event description:
It was reported that the insulin pump alarmed motor error during the rewind process. The blood glucose reading was 297 mg/dl, and the customer treated prior to calling. Troubleshooting was performed. It was stated that the discrepant test could not be performed. The caller also mentioned that the customer fell while wearing the device and the display window and reservoir were cracked. Advised that the insulin pump will be replaced and revert to back up plan. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test as a result of a loose drive support disk. The device was received with a cracked display window, reservoir tube, and missing end cap sticker. The displacement test was performed and passed.